Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 pockets were failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had failed. A field service engineer (fse) found loose harness connectors on the latch. The fse cleaned the latch terminals and crimped down the harness connectors to secure them. All tests were completed successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.